Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the reciever, finding no observations related to the customer complaint. Unable to run further testing or download data logs due to the reciever not booting up and running initializing screen continuously. The receiver case was opened and an interior inspection was performed and it passed. The complaint of the reciever ceasing to function was confirmed. The root cause could not be determined, post investigation.